Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (09/08/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter passed all testing with no faults found. On (B)(6), 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to a laboratory test. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged inaccuracy began on (B)(6) 2011 while hospitalized for an unrelated issue. The patient claimed that on this date she obtained an alleged high blood glucose reading of "high over 600" at 1:29pm with the subject meter. She then compared this result with a laboratory test performed within 5 minutes that gave a reading of "just over 200mg/dl". The patient reported she manages her diabetes with an insulin pump. The patient stated that when she obtained the alleged inaccurate high result on the meter, diabetes management was administered based on the lab result. The patient reported that she did not develop any symptoms due to the product issue. The patient reported that she received no treatment for the product issue. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting (mg/dl). The patient did not have control solution so a control solution test was not performed. Replacement products were sent to the patient. The product did not cause or contribute to an adverse event since the patient did not develop any symptoms due to the product issue and the patient denied receiving any form of medical intervention for the product issue. However, the malfunction is being reported because the product issue was not resolved with troubleshooting.